Manufacturer narrative:
Continuation of d10: product ID: a820, product type: software version 2.0.1700. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: unknown, UDI#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient, receiving morphine and 'a couple other things' the patient didn't know the drug names for (unknown dosages and concentrations) via an implantable infusion pump for spinal pain indications, regarding an external device. The patient stated that the last time they had the pump filled was in (B)(6) 2025, however they were in the hospital all this time and they just got off of hospice and got the pump refilled last night. The patient reported that the handset was lagging at 90%. The technical services specialist (tss) on the call reviewed and assisted the patient with clearing the data. The patient was then able to connect to the pump without any lag. The patient delivered a bolus during the call without any issues. When asked for their managing healthcare provider (hcp), the patient knew the service they went through but didn't know the hcp's name.